Event description:
Same patient as: 2134265-2009-03774. It was reported that during a coronary artery drug eluting stenting treatment procedure, the device tip was stuck. A 3.5 x 24 mm taxus express2 drug eluting stent was implanted in the proximal right coronary artery (rca). Approx 2 months later, restenosis was found in the proximal rca and a 90% stenosed de novo lesion was found in the moderately tortuous and calcified mid rca. Plain old balloon angioplasty (poba) was performed with a non-bsc device in the proximal and mid rca. The physician attempted to advance a 3.5 x 20 mm taxus liberte stent to the mid rca, but the tip of the device got stuck on the implanted stent in the proximal rca and was unable to cross through the lesion. Parallel wire technique was used, but the device did not cross the lesion. The guide catheter was exchanged and then the 3.5 x 20 mm taxus liberte stent crossed the lesion. However, the balloon did not inflate. The device was removed outside the body and the procedure was completed with a non-bsc 3.5 x 23 mm stent. Pt condition listed as "good". Once the device was removed outside the pt, the physician attempted to inflate. The physician indicated that he realized that the shaft was twisted and damaged.

Manufacturer narrative:
(B)(4).